Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. The patient was hospitalized and received unspecified treatment for the event. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.